Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the device displayed an pair new transmitter message. Data was provided for evaluation. Data review was performed on (B)(6) 2019 and confirmed that patient experienced a transmitter fatal error. A probable cause was determined to be transmitter timer not advancing. This complaint is reportable based on the finding of transmitter fatal error. No product was provided for evaluation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Additionally; the transmitter has been received for evaluation. An exterior visual inspection was performed and the device passed. A voltage test was performed, and the device passed as it had voltage. A pairing test with (B)(4) bluetooth device was performed and the device passed. Functional testing was performed and the device passed all relevant testing. The reported issue of a pair new transmitter message was confirmed via product testing. A probable cause was determined to be transmitter timer not advancing. This complaint is reportable based on the finding of transmitter fatal error. No additional patient or event information is available.